Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the breakage of the plate occurred through the 4th distal locking compression plate (lcp)-combi-hole in the plate shaft. The plate was made of material (B)(4) (stainless steel). The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-1 and astm f138 for implants made of material (B)(4). The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate was 16.12 mm and the thickness was 5.65 mm. The measurements were taken close to the fracture surface. Corrosion marks are documented in the lcp combi-holes and on the plate surface. When examining the fracture surfaces of the distal fragment of the plate using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side (upper side) of the plate at the transition to the lcp combi-holes and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed subsidiary cracks and secondary corrosion. Documented fatigue cracks close to the initial fracture zone indicate multiple crack initiation. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The lcp distal femur plate was implanted on (B)(6) 2013 for the fixation of a spiral shaft fracture of the distal femur. According to the device report the breakage of the plate occurred in june 2014, after the patient stumbled several times. The x-ray from (B)(6) 2014 also shows two broken screws (which was documented after explant to be non-synthes screws). The bone fracture has not healed in this time period. The revision surgery to remove the broken plate was performed on (B)(6) 2014; osteosynthesis by means of an unknown implant type / treatment method. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to low dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force for the prolonged healing time (delayed union) which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a plate inserted in (B)(6) 2013. In (B)(6) 2014 on an unknown date; the patient stumbled and had some pain. At the beginning of (B)(6) on an unknown date the patient had another stumble and heard a popping sound and could not weight bear after that. The plate was removed surgically on (B)(6) 2014. The original fracture had not properly healed in this time. Upon medical review, it was also reported that it was a distal femur fracture fixed with plate and screw. Construct failure can be observed in some of the images. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.